Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, and leak test was performed and found an opening(crack) on diaphragm valve. A microscopic analysis was performed which identified an opening(crack). Based on the device analysis the final assessment is a (crack)opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Device was explanted.